Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings issue. The reporter indicated that the pump and meter remote calculated the bolus amounts differently. The reporter stated that the pump recommended 18 units and the meter recommended 21 units. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/14/2013. Device evaluation: the device has been returned and evaluated by product analysis on 09/27/2013 with the following findings: the meter was not returned with the pump. The pump powered on with vibratory and audible function. The pump was successfully paired with test meter for the investigation. An ez bg bolus was performed from the pump with actual bg: 360; bg target: 150mg/dl and isf: 75mg/dl. The pump correctly calculated a 2.8u bolus. An ez bg bolus was performed from the test meter with the same settings and the test meter correctly calculated an 2.8u bolus. The pump successfully passed a 29 hour flow accuracy test. The units remaining were correctly calculated and recorded in the pump history. The issue of the pump and meter remote calculating bolus amounts differently was not able to be duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.